Manufacturer narrative:
Other, other text: additional information h3 and h6. D5 is unknown. No information has been provided to date. Device evaluation: the pump was received for investigation. A visual inspection of the pump found that the factory seal is affixed. The device was received in good condition; no damage was found. Multiple reported backup audible alarms post were found in the event log. During functional testing, the pump passed self- testing without experiencing any alarms.the reported failure was not confirmed. The root cause could not be established. The main board was replaced and calibration and functional testing were performed as a preventative measure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Manufacturer narrative:
Other text: additional information: no information has been provided to date. Device evaluation: the pump was received for investigation. A visual inspection of the pump found that the factory seal is affixed. The device was received in good condition; no damage was found. Multiple reported backup audible alarms post were found in the event log. During functional testing, the pump passed self- testing without experiencing any alarms. The reported failure was not confirmed. The root cause could not be established. The main board was replaced and calibration and functional testing were performed as a preventative measure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4).

Event description:
Information was received indicating that out of box failures occurred to a smiths medical medfusion 4000 wireless syringe infusion pump. It was reported that the check syringe plunger sensor error occurred. There were no reported adverse effects.